Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval/investigation. The lot number was not provided and a review of the device history record and the complaint data base could not be performed. A f/u report will be submitted when the eval/investigation is completed. Eval method: without the lot number a device history record and complaint data base review could not be performed. Conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
Customer reported they are having difficulty clearing the line of air bubbles. No report of air injected into the pt. No harm or injury reported. The customer reported 20 defective but could not provide any specific info or clinical details for the additional events. Customer is not expected to return any devices for eval/investigation. No lot number provided. Therefore this single form FDA 3500a report will be filed.